Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that surgeon inserted the lead, closed the notch/securing method of the support clip--there was an audible click--removed the lead stylet, fed lead through lead holder post. Surgeon tested the support clip after screwing in burrhole ring. A click was heard confirming that the support clip was connected to the base and there were no obstructions. Confirm both tab 1 and tab 2 are fully connected. It is unknown whether the clip became loose when removing the insertion tool. Metal tip of the insertion tool was possibly used to close the notch on the support clip. Upon placing the cover over the system, the support clip came loose dislodging the lead. Burrhole ring remained implanted. New burrhole clip and cap was used from new kit of the same lot #. Lead was secured.

Manufacturer narrative:
H3: product: b31000, lot no: 082t10924. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Analysis identified that the burr hole cap was cut. No significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.